Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/15/2014.device evaluation: the device has been returned and evaluated by product analysis on 01/30/2014 with the following findings: review of the black box revealed no activity outside of normal use. The alarm history revealed record of one call service alarm on 09/14/2013. On testing, the pump powered on normally and primed correctly. The pump was exercised for 24 hours without issue. Multiple boluses were performed during testing and the pump did not reproduce the call service alarm during. The pump was found to be operating as intended without malfunction. Investigation confirmed record of call service alarm in the history but did not duplicate the complaint during testing.

Event description:
On (B)(6) 2013, the distributer contacted animas and reported a call service alarm 012 issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.